Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device would not close, and the clips never fully formed. There was no patient consequence. The procedure was completed with another like device.